Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The device alarmed remote frequency pic failed self test due to faulty connector on remote frequency board. The device had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reports to have received a radio frequency pic failed self test. Customer states that meter no longer communicates with insulin pump. Customer's blood glucose was 88 mg/dl. Alarm history was reviewed and customer was educated on possible causes. Customer was assisted in programming time, date and a normal bolus. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).